Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a leak in the helium regulator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit reported that he replaced the "hi pressure helium regulator" to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse ordered a replacement hi pressure, helium regulator, and upon receipt, repairs can continue. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted should this information is provided to us. (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a leak in the helium regulator. There was no patient involvement, and no adverse event reported.